Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported a system message displayed during the first six seconds of a lasik procedure of the right eye, and shut down on its own. The customer turned the system back on and recalibrated. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer replaced the laser head to fix this issue. The system was successfully verified according to company specifications. The root cause could not be identified. (B)(4).